Manufacturer narrative:
Outer base tube weldment.

Event description:
It was reported by service report that the outer base tube near the caster broke off. There was pt involvement; however, no adverse consequences are reported.